Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: based on the information obtained from this complaint and the investigation results, it could be confirmed that a leak issue occurred with the product in question. Therefore, it is presumed that the residual liquid or foreign material came out of the forceps channel because the reprocessing could not be completed due to the leak issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope forceps elevator had foreign material, the distal end had foreign obejcts, and there was foreign material from of forceps channel. There was no patient involvement.